Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that low power hazard and no external power alarms were found during the investigation when the patient was on the mobile power unit.

Manufacturer narrative:
Section d4: the serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a low power hazard/no external power alarm was confirmed via log file analysis. The event log file captured low power hazard/no external power alarm events on september 16. According to the voltage values, both power cables lost power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the pump speed was unaffected. Power was restored from the mobile power unit within seconds and the alarms cleared. It was noted the ebb is use count increased for the event from 7 to 8. Serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient unplugged the ac power cord from the wall outlet by mistake, causing the no external power alarm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient unplugged the ac power cord from the wall outlet by mistake.